Manufacturer narrative:
A surgical revision procedure was performed, during which the pocket was reopened and the device and rv lead were tested. Device connections were confirmed to be secure. The rv lead was then tested via pacing system analyzer (psa) and found to be exhibiting normal measurements. The physician then elected to surgically cap this rv lead and implant a new rv lead. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) detected pacing impedance measurements of greater than 2000 ohms, triggering a latitude red alert. The patient had reportedly fallen during the previous week, and concern was expressed that the fall may have damaged the patient's rv lead. Rv capture and sensing remained acceptable, but some rv channel noise was elicited during clinical testing.